Manufacturer narrative:
The device was not returned for investigation and the serial number the liberty cycler is unknown. All device history records (DHR) are reviewed and released according to "DHR review checklist & release procedure"; a device is not released if it does not meet requirements or is nonconforming. The patient's medical records were received and a clinical investigation was completed. Based on the 22 pages of medical records information it appears that on (B)(6) 2014 the patient presented at the emergency room and admitted with acute -on chronic congestive heart failure. Medical records do not contain progress notes, interventions, discharge summary, treatment records or physician orders for review. Medical records do not indicate any causal relationship between the patient's liberty cycler and the patient 's congestive heart failure. The patient has a chronic history of cardiac issues and renal issues that likely contributed to the patient's acute condition.

Event description:
The patients' medical records were received and revealed the patient was hospitalized on (B)(6) 2014, for shortness of breath, dyspnea or exertion, and an approximately 18 pound weight gain for the past two weeks. The patient was admitted with acute- on-chronic systolic congestive heart failure and administered intravenous diuretics. The patient's liver function tests were elevated, likely due to hepatic congestion. The patient was treated with strict intake and output. His synthroid was also increased and his coumadin was held.